Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the pt underwent treatment for iliac artery stenosis. It was reported the pt's aorta was filled with calcification and thrombus, and thrombus and clot were showering from her aorta into her iliac arteries. Prior to device insertion, angioplasty was performed to help dilate the iliac arteries; however, the left artery remained approx 90% stenosed after angioplasty. A gore excluder aaa endoprosthesis featuring c3 delivery system was advanced into position and deployed. It was reported there was difficulty cannulating the contralateral gate due to the stenosis and calcification in the aorta. Attempts were made to cannulate the gate using different catheters and techniques, but the proximal portion of the contralateral gate was reportedly kinked, and the c3 device could not be repositioned due to the stenosis and thrombus. After angiography showed that no contrast was coming through the contralateral gate, a decision was made to balloon the contralateral gate against the aortic wall and perform an aorto-uni-iliac procedure with fem-fem bypass. Final angiography showed good perfusion with no evidence of endoleak, and the pt tolerated the procedure.